Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an event of detachment as the infusion set tubing came apart. It was reported that the infusion set fell down. The site location was abdomen. In relation to site the pump was located on waist. The location of detachment was the insertion site. Activity that led to event was reported to be swimming. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.